Event description:
It was reported that the pump shut off unexpectedly at 85% battery life and became unresponsive. The customer's blood glucose level was impacted at the time of the reported event, and a manual injection was taken. The customer's current blood glucose level is reported to be fine.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.